Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was not functioning correctly. Customer reported that blood glucose was entered into pump and customer treated per recommendation, but blood glucose remained high. Customer's blood glucose was 340 mg/dl at the time of call. Customer did not contact healthcare professional, but did go to the hospital to get needles for back up plan. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but an air bubble was found in reservoir. Customer was assisted in clearing air bubble. Customer declined checking site or insulin issues; and settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test.